Manufacturer narrative:
The following device codes also apply: (B)(4).the product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through the non-penumbra microcatheter, the physician experienced resistance and was unable to advance the coil. Subsequently the ruby coil unintentionally detached. Therefore, the microcatheter containing the ruby coil was removed and the procedure was completed using a diagnostic catheter and additional coils. There was no report of an adverse effect to the patient.